Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported system error, along with error logs 121.2060 and 120.4610, was not identified by bd tech support during the customer call. However, it was recommended to replace the power supply board, and the 8015 unit's smaller screen was noted as end of life. Note that imdrf annex a070504, a1102, c10, c0501, d09, d15, g02002, g0200802 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device had system error and also had an error logs of 121.2060 and 120.4610. There was no patient involvement.